Event description:
It was reported that the coil (subject device) stretched during coil deployment and broke, but both parts were safely retrieved. There were no reported clinical consequences to the patient. No additional information is available.

Event description:
It was reported that the coil (subject device) stretched during coil deployment and broke, but both parts were safely retrieved. It is thought the coil possibly was caught on something in the coil mass or stent. The proximal portion was removed first and the distal portion was retrieved when the microcatheter was aspirated and simultaneously pulled back. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned for analysis within the microcatheter used during the procedure. The detached section of the main coil was contained in the microcatheter, and the main coil was confirmed to be stretched and fractured. Blood was inside the microcatheter and came out when flushing. A functional test could not be performed due to the observed anomalies. It is likely the blood inside the microcatheter was a result of the aspiration to the microcatheter, performed to remove the coil. Review and analysis of available information failed to identify a definitive cause for the reported and observed stretching and separation.

Event description:
It was reported that the coil (subject device) stretched during coil deployment and broke, but both parts were safely retrieved. It is thought the coil possibly was caught on something in the coil mass or stent. The proximal portion was removed first and the distal portion was retrieved when the microcatheter was aspirated and simultaneously pulled back. There were no reported clinical consequences to the patient.